Manufacturer narrative:
Qn(B)(4). The reported complaint of "display error" is confirmed based on the photo provided with the complaint report. The picture shows the distorted screen. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the cpm board and display head. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the display screen error. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "display error. Iabp display unresponsive and multicolored. Display cables full connected and secure. Unable to recover with display reset. Patient stable and power cycle attempted. Iabp would not powerback on. Second console located. Connections made and iabp started as expected with display appropriate". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "display error. Iabp display unresponsive and multicolored. Display cables full connected and secure. Unable to recover with display reset. Patient stable and power cycle attempted. Iabp would not powerback on second console located. Connections made and iabp started as expected with display appropriate". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation were the ac3 cpm board without the firmware, and ac3 display head. The samples were returned in the brown shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. The customer picture was reviewed. The picture shows the distorted screen, which is consistent with the reported details. The firmware was installed into the cpm board. The cpm board and display head were installed into a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities was noted on the screen. The system had a normal response to the touch screen and hard keys. Each hard key was pressed multiple times; and no alarms or errors occurred. The screen was successfully recalibrated for both hard key and soft key. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for approximately over 60 minutes with no issues. Both the cpm board and display head functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "display error" was confirmed by the field service representative; however, the returned cpm board and display head passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "display error. Iabp display unresponsive and multicolored. Display cables full connected andsecure. Unable to recover with display reset. Patient stable and power cycle attempted. Iabp would not powerback on. Second console located. Connections made and iabp started as expected with display appropriate". No patient injury or consequence reported. The patient's current condition is reported as "fine".